Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. First/given name: unknown / not provided.

Event description:
It was reported the implant collar fractured and was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date. D4: UDI. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes". H4: device manufacture date. H6: evaluation codes. H10: additional narrative. Product evaluation: one imp,tsv,4.1mm,sbm,11.5 (tsv4b11) and one unknown zimmer screw was returned for investigation. Visual evaluation of the as returned implant identified bone debris on external threads. Implant fractured at the collar. Also fracture screw identified inside implant. Additional failure mode fracture screw identified through investigation. Functional testing could not be performed since the implant and screw were fractured. Pre-existing condition noted on the per was 'low bone density ¿ type iii'. The reported device had been placed on tooth 11 (fdi) for approximately 5 years. Relative patient conditions: bad oral hygiene, implant loaded prior to failure (traditional). X-ray & picture evaluation: x-ray or picture image was not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. Documents reviewed: instructions for use for zimmer dental implant systems (4894 rev 6 - 08/19) information identified: 'precautions' 'breakage' 'warning' DHR review: DHR review for the lot (63572728) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63572728) for similar events (complaint category keywords: fracture: implant and fracture: screw) and one other complaint was identified (B)(4). Investigation has identified that the most likely probable causes are related to medical conditions/patient habits and surgical technique or improper loading. Post market trending review: jan post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.